Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation including itching and redness/patient did seek medial attention and was advised to treat with an unknown over-the-counter medication. Patient did not follow proper skin preparation.